Event description:
The customer contact reported a power loss while operating on ac power. It was reported that gemstar ac power adapter was connected to a gemstar pump and was being used to deliver an unspecified concentration of morphine. No specific programming parameters were provided. After an unspecified length of time, it was reported that ac adapter crackled and stopped working. The customer contact reported that there was a battery connected to the pump and the ac adapter was replaced. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 15196g1 and 12148g1. This report represents all the info known by the reporter upon query by hospira personnel